Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a l4-5 decompression with l4-5 posterior lumbar interbody fusion with posterior fixation and vb replacement. It was reported that the tip of the driver broke during use. No patient complications were reported.